Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 328 mg/dl due to the customer overeating. Reportedly, the customer address the bg level with a bolus via the pump. It was reported that the customer overcorrected the elevated bg level and reported a bg level in the 60's (mg/dl). The bg level was addressed by the customer consuming carbohydrates.